Event description:
It was reported that emergency medical services were called and transported the customer to the hospital and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level over 400 mg/dl; suspected cause was due to the customer being sick and "pump not working". Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 10/23/25 with the issue resolved and no permanent damage. The customer reverted to an alternative method of insulin therapy.